Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the kit was opened and the pvi packet was missing.

Manufacturer narrative:
The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: "- contents: ** 5cc hydrophilic-coated foley catheter ¿ tamper-evident seal ¿ urine meter (350ml capacity) attached to drainage bag (2500ml approx. Vol.) ¿ attached sheeting clip ¿ string hanger ¿ attached hook ¿ specimen container, cap and label ¿ bard® ez-lok® sampling port ** bard® safety-flow¿ outlet device ¿ uro-preptm tray with: catheter lubricating jelly syringe latex-free, powder-free gloves (2) forceps/drape/underpad (waterproof) prep balls/povidone-iodine solution 10cc syringe (prefilled with sterile water)to inflate catheter only.-. -visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or damaged or if any imperfection or surface deterioration is observed, do not use. - periodic observations of this system should be made to ensure that urine is flowing freely. If a standing column of urine is observed, check for correct positioning of bag and then for a physical obstruction. If correct positioning or removal of physical obstruction does not allow free flow, the bag may have to be changed." (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that the kit was opened and the pvi packet was missing.